Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The needle assembly has been bent to a 45-degree angle. Bio debris is present. No functional testing was conducted due to the device's deformation hindering the inspection/evaluation. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the test specifications (fast-fix implant bridge strength) found that a minimum of 10 devices will be tested to ensure accurate representation of the implant population. Therefore, implant bridge strength must exceed 11.805 lbf (52.495n) required to break the implant while pulling on the suture loop using an mts insight 5 or equivalent. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device or failure to fully actuate the device during implantation). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a procedure, the fast-fix 360 reversed curve didn¿t deploy and came out of the meniscus. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.